Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/6/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 10/31/24. On(B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was wearing a dexcom g7 continuous glucose monitor (cgm), which was pairing at 9 pm, and subsequently experienced a hypoglycemic event, resulting in unconsciousness. The user's son was unable to wake the patient around 10:15 pm and called emergency services. The fire department arrived and administered two glucose bags to the user, who regained consciousness at 10:40 pm. The user did not have a connection to the cgm during the event, and the lowest blood glucose level was unknown. This is the first of two adverse events reported for this user. This medwatch report details a low bg event on (B)(6) 2024. A medwatch report detailing a second adverse event on 11/1/24 is submitted on MFR report #: 3019004087-2024-00657.